Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product is assumed to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because it never integrated. Based on the report, the pt was edentulous and had good bone condition. The fixture was placed with a 1 stage surgery with no load in tooth location #4. No bone material was indicated. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as removed implant and waiting for healing.